Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a rotator cuff repair, a footprint ultra pk suture anchor 4.5 was used, and abnormal noise occurred in the anchor¿s internal core, resulting in failure to secure the suture .the procedure was resumed, with a non-significant delay, using an equivalent sn back-up. The patient status was fine. No further complications were reported.

Manufacturer narrative:
H11: h2: corrected data on b5.

Event description:
It was reported that, during a rotator cuff repair, a footprint ultra pk suture anchor 4.5 had abnormal noise occurred in the anchor¿s internal core, resulting in failure to secure the suture .the procedure was resumed, with a non-significant delay, using an equivalent sn back-up. The back up device was used in the originally drilled bone hole. The patient status was fine. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 h3, h6: the reported device was received for evaluation. A visual inspection showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor assembly has no visible defect. The anchor plug has no visible defect. The insertion device and two sutures have no visible defect. A functional evaluation showed that the torque limiter knob rotates with no audible noise and tightens the sutures with the anchor plug as intended. There is an audible click when the plug has been seated and secured the sutures as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factor lines include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, failure to lock the torque limiter, or an impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated